Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. In addition, it was reported that the cartridges does not click as they used to once it was placed completely on the pump. There was no impact to the customer's blood glucose (bg) level. The customer was driving at the time of the call and not available to troubleshoot with tandem technical support. Attempts were made to complete troubleshooting with the customer. However, no additional information was provided.